Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device continuously triggered an alarm indicating upstream occlusion and shut down during the infusion process. There was no reported harm.

Manufacturer narrative:
H6, h7 and h9: codes were updated. H6: codes were updated. One device was returned for investigation. Customer reported problem: it was reported that the device continuously triggered an alarm indicating "upstream occlusion" and shut down during the infusion process. Customer issue was not confirmed. The cut-off pressure is within specifications. Visual test was performed. Recalibrate the dso sensor. The reported issue was not confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. The problem from the customer cannot replicated in the ehl.